Event description:
A malfunction alarm was reported with code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as the customer declined to specify whether levels exceeded 500 mg/dl. The customer received instructions from technical support on how to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to report any further issues.